Event description:
It was reported via user facility medwatch report (B)(4): "patient using aqua k pad developed blister to buttocks. Noted that device was set to continuous. Concern that this device can be set to continuous rather than 20-30 minute cycle."

Manufacturer narrative:
Attempts were made to contact the customer for further information regarding this alleged issue, however, the customer did not respond to these attempts. A clinical science liason senior manager identified that the blister was most likely from a 2nd degree burn, requiring basic burn care treatment, although this could not be confirmed. Further information was not available.

Event description:
It was reported via user facility medwatch report 2600320000-2019-8018: "patient using aqua k pad developed blister to buttocks. Noted that device was set to continuous. Concern that this device can be set to continuous rather than 20-30 minute cycle."